Event description:
Rptr states that both patella and tibial insert were worn and needed replacement. A 9mm revision insert was used on the tibial and a j&j insert patella was used to replace the patellar prosthesis. All other components were solid.